Manufacturer narrative:
(B)(4). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. The pump was monitored for several days, no blank display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 26-may-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 26-may-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 198750 (19.875 u) dailytotalofbasalinsulindelivered: 36750 (3.675 u) dailytotalofbolusinsulindelivered: 162000 (16.2 u) 05/26/2023 03:27:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 37000 (3.7 u) bolusamountdelivered: 37000 (3.7 u) 05/26/2023 07:32:30.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 27000 (2.7 u) bolusamountdelivered: 27000 (2.7 u) 05/26/2023 10:10:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 59000 (5.9 u) bolusamountdelivered: 59000 (5.9 u) 05/26/2023 11:55:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 39000 (3.9 u) bolusamountdelivered: 39000 (3.9 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 26-may-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 05/21/2023 09:36:30.000 05/26/2023 21:14:19.000 05/26/2023 21:24:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 05/26/2023 21:25:03.000 power loss alarm was recorded and found in the formatted history file on: 05/26/2023 21:25:16.000 05/26/2023 21:25:16.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 1 week prior to the event date 26-may-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes on 05/26/2023 21:14:19.000, 05/26/2023 21:24:00.000 to 05/26/2023 21:25:03.000. Please see below for pump errors/alarms noted 1 week prior to the event dates 07-feb-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 02/07/2023 14:57:01.000 insert battery alarm was recorded and found in the formatted history file on: 02/07/2023 15:14:56.000 02/07/2023 15:14:56.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 02/07/2023 15:21:49.000 02/07/2023 15:31:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 02/07/2023 15:35:03.000 power loss alarm was recorded and found in the formatted history file on: 02/07/2023 15:38:06.000 02/07/2023 15:38:14.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 22-may-2023 at 14:38:00 pm. There was no power data available for the event date of 07-feb-2023. Unable to check power data for low battery alert, failed battery alert/battery failed alarm and power loss alarm. Lostsensor1alert (780) was recorded and found in the formatted history file on: 05/21/2023 10:57:00.000 05/26/2023 20:10:00.000 05/26/2023 20:10:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 05/26/2023 21:00:00.000 05/26/2023 21:10:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: 02/05/2023 18:43:53.000 02/05/2023 19:13:55.000 02/05/2023 19:48:53.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display and failed battery alert/battery failed alarm were not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia along with hospitalization. Customer reported the pump was not delivering insulin and doing manual insertion. The blood glucose value during time of event was 571 mg/dl. The blood glucose value during time of hospitalization was 455 mg/dl. Customer was treated with the IV insulin drip. It was unknown if the customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of high blood glucose event. No further patient complications were reported. Troubleshooting was partially performed,  the customer will discontinue use of the device. The device will be returned for analysis.